Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07339. The pt received two trial leads. It was reported one of the trial leads had completely pulled out of the body on (B)(6) 2013. Follow up identified the pt met with the physician and the second trial lead was removed. It was reported the pt had a successful trial and was to receive a permanent system. Both trial leads are reported as it was undetermined which lead came out of the body.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.